Event description:
It was reported that the basket separated from the wire. During recovery of the filter basket with the recovery catheter I, the guiding catheter popped back and the basket became entangled in the deployed stent. The physician predilated inside the stent to pass a second 6 x 30 acculink stent inside the first acculink stent opposing the filter basket between the two stents. Angiographically the vessel looks great. No additional information was available.